Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for non-sustained high rate episodes and sensing integrity counter (sic). It was noted that the electrogram showed that the episodes appeared to be 60 hertz cycle noise; however the source of the noise was unknown. The ICD remains in use. No patient complications have been reported as a result of this event.